Event description:
It was reported that the pt rec'd inappropriate therapy due to noise on the lead. The lead was explanted.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2006-00950 physician's comment: the probable cause of this event may be due to the fact that there was untreated stenosis (75%) at the distal end of the stent, and also because the lesion was not completely covered by all of the stents. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.